Event description:
It was reported patient was in clinic for follow up after inappropriate therapy due to the atrial lead undersensing p-waves. Review of the egm revealed that the patient initially received hv therapy for an appropriate detection of vf., after which the patients intrinsic rhythm went to into fast sinus rhythm, resulting in an inappropriate hv shock. Device was reprogrammed and the patient was doing well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.